Event description:
A malfunction was reported whereby the charging port was not reading the charger cord properly, causing a delay in starting the pump's charging process. There was no adverse impact to the customer¿s blood glucose level. The customer declined support from technical support services and no further actions were taken.